Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Describe event or problem: it was reported that bd vacutainer® ultratouch¿ push button blood collection set is experiencing no draw volume in tubes. The following information was provided by the initial reporter. The customer stated: "some ides have reported difficulties in sampling with the units ref 367392 lot 2101943. Randomly, the blood would not flow in the tube and would remain blocked in the tubing (which could rather evoke a problem of vacuum in the tube)."

Manufacturer narrative:
H.6. Investigation summary bd did not receive samples or photographs from the customer in support of this complaint. However, 10 retained samples were each used to draw tube with water. All tubes filled as expected. All 10 tubes filled in a timely manner, so the complaint is not confirmed. Bd was unable to duplicate or confirm the customer¿s indicated failure modes because the defect was not evident in the testing of the retained samples. No root cause could be established for the reported defect. Complaint history review was conducted and only the current complaint was found relating to the incident lot number 2101943 and the ¿as reported¿ defect code. A review of risk management documentation indicates that the potential risk of the reported failure mode was appropriately assessed. S1 vrmw30-001 rev. 9 line 3.2.1.1. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
B.5 describe event or problem: it was reported that bd vacutainer® ultratouch¿ push button blood collection set is experiencing no draw volume in tubes. The following information was provided by the initial reporter. The customer stated: "some ides have reported difficulties in sampling with the units ref 367392 lot 2101943. Randomly, the blood would not flow in the tube and would remain blocked in the tubing (which could rather evoke a problem of vacuum in the tube)."